Manufacturer narrative:
(B)(4). This report has been identified as b braun (B)(4). Info from sales organization (B)(4): "the logs have been investigated by our technician and the issue was logged for our reporting purposes only. This was a user error." If add'l pertinent info should become available, a f/u report will be submitted.

Event description:
(B)(4).